Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the stent fully constrained. The stent was deployed with no issues. Deployed stent measured 45mm. No stent damage was evident. Each stent is trimmed to size based on the location of the ro markerbands. A visual and tactile examination of the catheter profile found no damage along the profile of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue as the product met specification but the user was reportedly dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that the product was mislabeled. The target lesion was located in the biliary artery. An 8x40x75/ 6f wallstent¿ rp endoprosthesis was advanced to treat the lesion. However, when the device reached the lesion, the stent was 40mm-50mm longer than the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the product was mislabeled. The target lesion was located in the biliary artery. An 8x40x75/ 6f wallstent¿ rp endoprosthesis was advanced to treat the lesion. However, when the device reached the lesion, the stent was 40mm-50mm longer than the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.